Event description:
Rptr noted vacuum problems. During I/a max, anterior chamber collapsed and the capsule moved into tip, causing posterior capsule tear. The vitreous face was intact so no vitrectomy required. Implanted ac iol. Pt is recovering well and va was 20/80 post-op.